Event description:
Report received indicated pt developed red rash like area toward the proximal and distal end of her skin barrier under the tape collar of device. The report also indicated that she experienced itching at the proximal end and the red rash like area is extending downward. Advised to use device with tape collar removed. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.